Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a delivery issue with a replacement adc device. It was initially reported that a ¿sensor finished, start a new sensor to check your glucose¿ error message was received with the sensor. A replacement device was ordered however, the customer reported not receiving their replacement product and had experienced a loss of consciousness and or seizure. No third-party treatment was reported. No further information was provided as the customer did not provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a delivery issue with a replacement adc device. It was initially reported that a ¿sensor finished, start a new sensor to check your glucose¿ error message was received with the sensor. A replacement device was ordered however, the customer reported not receiving their replacement product and had experienced a loss of consciousness and or seizure. No third-party treatment was reported. No further information was provided as the customer did not provide additional information. There was no report of death or permanent injury associated with this event.